Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-440 ventilator had a 'low fio2' alarm during patient use. There was no harm to the patient, and the patient was placed on another ventilator. After the ventilator was removed from patient use, the service engineer performed a device check. The ventilator failed the o2 valve test.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.